Event description:
This report is to advise of fractured wires noted during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-2 read as open circuits during electrical testing, consistent with the reported event. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Conductor wires 1 and 2 were determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuits and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.